Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was it was taking a long time to charge the implant. Patient was still at 40% and the connection was at excellent but it was not moving anywhere. An email was sent to repair to replace the recharger. The issue started maybe 2 months ago. Pt also noticed around the same time their stimulation sometimes shut off. Patient noticed for no reason the stimulation would shut off and patient would wake up and it would say stimulation was off. Even during the day when patient was not charging, the stimulation was turning off. Patient did not think the implant was depleted when it turned off. Last night patient did not charge at night time but normally during the night patient was at 40-60% and patient charged right away. Patient woke up and stim was off and there was no stimulation. When patient tried to charge in the morning it would show 100% on both the controller and implanted neurostimulator. Patient confirmed they did not have any electromagnetic interference or strong equipment around. Recommended to write down the date and time when stim turns off and follow up with hcp.